Event description:
It was reported that the device alerts were turned off and the device was alerting. It was noted that the alert was due to the reed switch/hall sensor being closed. It was reported that a magnet likely activated the reed switch/hall sensor. No changes were reported and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: implantable pacing lead, product ID: 4968-25, implanted: (B)(6) 2013; implantable defibrillation lead, product ID: 693558, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary # product ID# ddbc3d1. The device was returned and analyzed and indicated that an in-office magnet test was performed.

Manufacturer narrative:
(B)(4)